Manufacturer narrative:
The device involved in this event was not returned; therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained, thus no conclusion can be drawn for this event. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding; dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to elevate sounds an alarm warning of a possible perforation prior to treatment (step 2.36). Although designed to detect a perforation of the uterine wall, it is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.

Event description:
User facility reported ten days post novasure procedure, patient presented with complaint of "sharp stabbing pain" in right iliac fossa and epigastrium. A laparotomy was performed and a uterine perforation was noted and subsequent hysterectomy was performed.